Event description:
Additional information was received from the patient on january 21, 2020. They confirmed that the ins was in overdischarge. The next steps they were going to take to address the overdischarge was to discuss with their physician. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's battery was depleted. They mentioned that they had met with a rep to try to fix the problem but they were not able to, so their device was not working. Later the patient mentioned their option now was to have surgery to replace the battery. Patient services attempted to have the patient try and communicate with their ins using their recharger or programmer but the patient did not want to. No symptoms were reported. Patient services was unable to collect the event date. The patient called back and stated that they were in a minor car accident today and their back hurt. They were going to their healthcare provider (hcp) and wanted to know if they could have any tests done like and x-ray, CT scan, MRI, etc. The patient mentioned again that their ins was depleted/dead. Patient services asked the patient when their ins died but they didn¿t know. The patient stated that they got together with a rep like a month ago and they could not recover the battery. The hcp recommended that the device be replaced. Patient services asked if they tried using their patient programmer to see if they were able to connect. The patient stated that they would need to call back on that. They stated that the recharger showed a circle and a battery. They were redirected to follow-up with their hcp. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) reporting that the patient¿s doctor troubleshooted the patient¿s battery on (B)(6) 2019. The rep met with them at the appointment and was unable to communicate with their device and three trickle charge attempts were made, but the battery did not recover. They could not tell the rep how long the battery had been depleted. The rep stated that they informed the doctor of the situation and they would discuss options with the patient. The patient¿s weight at the time of the event was unknown and they would not be able to obtain this information. No further complications were reported/anticipated.